Event description:
It was reported that few weeks after implant, the lead had dislodged. The physician chose to replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.